Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was transplanted. The outcome was device or therapy related. The pump was explanted but would not be returned.

Event description:
It was reported that the patient was transplanted. It was noted that this was a routine transplant, and that the patient was not elevated to the transplant list due to any device or therapy related issue. It was noted that the device operated as expected and would not be returned for evaluation. The outcome was device or therapy related. The pump was explanted but would not be returned.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient was routinely transplanted. It was noted that the patient was not elevated to the transplant list due to any device or therapy-related issue. The device operated as expected. The outcome was device¿or therapy-related. The pump was explanted but would not be returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.